Event description:
It was reported that the patient only got the 9v battery light on the patient programmer, no other lights or beeps. The patient programmer was replaced. The patient was seen by the physician and the company representative. The device was reprogrammed. The patient underwent surgery in 2009 to fix the problem with the system. The stimulator was replaced. The patient was no longer having a problem with the system.